Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle was difficult to prime. There was no report of patient impact. The following information was provided by the initial reporter: child of consumer reported needle clog during priming, she stated that there is no insulin flow. Caller stated that she was in a rush to go to work and continued speaking as I was trying to gather info. I asked caller if she had time for me to review the steps for attaching the pen needles being that she had quite a few needles that were not working. Product # was not available but caller stated that she is using nano 2nd gen.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle was difficult to prime. There was no report of patient impact. The following information was provided by the initial reporter: child of consumer reported needle clog during priming, she stated that there is no insulin flow. Caller stated that she was in a rush to go to work and continued speaking as I was trying to gather info. I asked caller if she had time for me to review the steps for attaching the pen needles being that she had quite a few needles that were not working. Product # was not available but caller stated that she is using nano 2nd gen.